Manufacturer narrative:
Additional manufacturer narrative - (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3720/(B)(4), tgt4020/(B)(4)). Prior to implant, a bypass surgery involving the right subclavian, left common carotid, and left subclavian arteries was performed. Embolization of left subclavian artery was also performed. The patient tolerated the procedure. On (B)(6) 2010, paraparesis of left lower limb was found. The physician decided to monitor the patient. On (B)(6) 2011, a lymph fistula of right anterior thoraces was found. The physician decided to monitor the patient. On (B)(6) 2011, at a follow-up study, the paraparesis of left lower limb and a lymph fistula of right anterior thoraces remained. On (B)(6) 2012, a stroke was found and the patient¿s condition deteriorated. The patient was also diagnosed with blood poisoning (cause unknown). On (B)(6) 2012, the patient passed away.

Manufacturer narrative:
Outcomes attributed to adverse event.

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.